Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was beeping when not in use. It was reported the end user was in the hospital for nausea/vomiting, dizziness and abnormal blood work when the pump began beeping. Per reporter there was not lapse in infusion or side effects caused by the pump issue as the end user had a back up pump and was able to complete the infusion. Drug name and strength: remodulin 1mg/ml, dose or amount: 103ng/kg/min, frequency: continuous, route: IV. Pah.